Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue due to o2 flush button was slightly pressed in not allowing the start up test to pass. Realized it was pressed in, pressed it again and functioning normal after that. No similar issues have occured since.

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.